Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part was returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system had a defective vertek arm.